Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, intuitive surgical inc. (Isi) representative reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 3 was not holding memory and guided tool change was lost. Tse advised to check drape connection and confirm the usm arm was not being clutched and to check the range of motion was not being limited. The procedure was completing with no reported injury.

Manufacturer narrative:
Intuitive followed up with the initial reporter and obtained the following additional information: the representative confirmed that the procedure was completed robotically with all 4 universal surgical manipulator (usm) arms and there was no impact to the procedure. This happened almost towards the end of the case so there was no issues with the procedure. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate or confirm the customer reported complaint " arm3 not holding memory". Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, all searchlight, chip virtual encoder assembly (cva), and hall sensor assemblies were inspected, but no faults could be identified.

Event description:
Refer to h11 for follow-up information.